Manufacturer narrative:
Additional narrative: philips has investigated this complaint. The philips service engineer replaced the wireless footswitch battery which restored the function . Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that wireless connection led on the wireless footswitch is continuously blinking, indicating a connection issue. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.